Event description:
Pt reports having a product issue with the cassette medi reservoirs for the cadd solis pump. Pt reports that they have had to throw away at least 4-6 of the cassettes recently as the "crease" in the reservoir bag is at the top opening and it doesn't allow them to remove the air in the cassette when they are making a new mix. Pt states this is a quality control issue with the product. Pt did not have the cassette lot number(s) available as they threw the product away. No additional info, details, or dates available. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is not applicable as no pump alarm was reported. Pump return tracking info is not applicable as no pump issue was reported. Photographs were not provided. Current remodulin dose: 50ng/kg/min. Did the reported product fault occur while in use with a pt? - no. Did the product issue cause or contribute to pt or clinical injury? - unknown. Is the actual product available for investigation? - no. Did pharmacy replace product? - yes. Did the pt have a backup product they were able to switch to? - yes. Was the pt able to successfully continue their therapy? - yes. Is the therapy life-sustaining? - yes. What is the outcome of the event? - resolved. Diagnosis for use: pulmonary arterial hypertension. Pt: 4580. Device: 2506. Reference reports: mw5188027, mw5188028, mw5188029, mw5188031, mw5188032.